Manufacturer narrative:
(B)(4) catalog # unknown as information was not provided but referred to as either gunther tulip mreye, gunther tulip vena cava filter, cook celect vena cava filter, or cook celect platinum. Expiration date unknown as lot# is unknown. PMA 510(k): as catalog# is unknown it could be either k000855, k032426, k061815, k073374, k090140, k112119, k121057 or k121629. Mfg date: unknown as lot# is unknown investigation is still in progress.

Event description:
Description according to complaint filed: it is alleged that "[pt] received an ivc filter." Patient outcome: it is alleged "[pt] suffered permanent and continuous injuries, pain and suffering, disability and impairment. [Pt] have suffered emotional trauma, harm and injuries that will continue into the future. [Pt] has lost ability to live a normal life, and will continue to be so diminished into the future." Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date.  Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.